Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm condition. Technical support instructed the customer to gently clean the speaker holes and remove and reconnect the cartridge to the pump. After following these instructions and waiting a few minutes, the customer was able to resume insulin, and the pump returned to normal operation. Tips for preventing future altitude alarms were also provided.